Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer had a blood glucose reading of 59 mg/dl which was a critical point.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose, with unknown blood glucose readings at the time of the incident. The volume of insulin in the reservoir was 140 units less than the volume of insulin in the pump's memory. No other details were provided. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.